Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 385 mg/dl. Reportedly, customer changed the infusion set to address the issue and ultimately reverted to manual injections for alternate insulin therapy.